Event description:
It was reported that the ring became disengaged from the inserter and remained in the pt on the rod. A longer incision was made and the ring was removed by hand.

Manufacturer narrative:
See scanned page.